Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact. There is no evidence of the reported problem in the event log. A functional test was performed, and the reported failure was replicated. The expulsor assembly will be replaced. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device not pumping. No patient was involved.